Manufacturer narrative:
The patient meter was received for investigation and functional checks and a visual investigation was performed. Liquid contamination has penetrated the printed circuit board (pcb) and corroded the contacts solders. The board showed contamination and had corrosion near a controller which may have lead to error messages and complete failure of the display. The issue was due to improper handling or maintenance. The housing window was damaged due to increased force, but had no affect on the device function.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he was having issues with his coaguchek xs meter serial number (B)(4). He attempted to power the meter on and the meter would beep with only a partial display of the "888" in the result field of the display. The patient stated that the bottom of the "8" on the right side of the field is missing a segment. The patient attempted a full screen display, but was not able to make the display show completely. No adverse events were alleged. The patient's meter was requested for investigation and a replacement meter was sent to the patient.